Event description:
It was reported that the console prompted error message 1306. The procedure was not completed due to this event. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced the shutter. The laser console passed functional testing. The fse replaced the shutter, which resolved the issue. Based on the analysis results, the reported error message was confirmed as replacing the shutter resolved the issue. The shutter is most likely the reason that caused the reported error message.

Event description:
It was reported that the console prompted error message 1306. The procedure was not completed due to this event. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.